Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 09-sep-2019 and inspection of the unit was performed on 10-sep-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, primary operation channel crimped at biopsy inlet t-piece, hole in # 4 remote control button cover, prism scratched, biopsy insulation ring deformed, passed wet leak test, suction tube resistance, passed dry leak test, hole in # 2 remote control button cover, umbilical cable single buckled under pve root brace, light carrying bundle distal cover glass middle scratched. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and approved by final qc on 30-sep-2019: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, light guide cable, remote control button, insulation ring assy, o-rings and seals, distal case/cap, air/water supply tube lg, suction channel lg, root brace rubber lg connector, plug to cable attaching base assy, lg connecter housing attaching nut. The duodenoscope was put back into loaner inventory and was delivered to the customer on 30-sep-2019 under delivery order (B)(4).